Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as the device serial number was not provided. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification of an aborted attempt to implant a valve due to annulus tear. As reported, the surgeon attempted an art (rat - anterior right thoracotomy) procedure to implant the valve. Upon inspection, it was noted that the heart was very deep and towards the left in the thorax. The heart was also turned and the aortic valve was not in normal plane. After hockey stick aortotomy was performed it was very difficult to see the aortic valve as there was not a good exposure. A 19mm valve was selected and prepped. Positioning was very difficult as they could not see the annulus. It took about 35-40 minutes to position the valve. After checking the reference points, decision was made to deploy the stent. A tear was then observed on the annulus at the level of the coronary cusp. Reportedly, the tear was likely caused by an excessive traction of the guiding suture during valve placement which was not noticed as there was not a good exposure of the aorta/annulus. The valve was removed and the tear was repaired. Another valve was then selected and again the placement of this valve was extremely difficult and not successful. After 3 hours of clamp time they decided to convert to full sternotomy, the annulus and root were repaired and the valve was implanted. As reported, the patient came off bypass very well, contractility of the heart was good, extra blood and thrombocytes were given. Patient did well and left for ICU. Clamp time was 5h13min. Ecc time was 6h14min.

Event description:
Edwards received notification of an aborted attempt to implant a 19mm valve due to annulus tear. As reported, the surgeon attempted an art (rat - anterior right thoracotomy) procedure to implant the valve. Upon inspection it was noted that the heart was very deep and towards the left in the thorax. The heart was also turned and the aortic valve was not in normal plane. After hockey stick aortotomy was performed it was very difficult to see the aortic valve as there was not a good exposure. A 19mm elite valve was selected and prepped. Positioning was very difficult as they could not see the annulus. It took about 35-40 minutes to position the valve. After checking the reference points, decision was made to deploy the stent. A tear was then observed on the annulus at the level of the coronary cusp. Reportedly, the tear was likely caused by an excessive traction of the guiding suture during valve placement which was not noticed as there was not a good exposure of the aorta/annulus. The valve was removed and the tear was repaired. Another valve was then selected and again the placement of this valve was extremely difficult and not successful. After 3 hours of clamp time they decided to convert to full sternotomy, the annulus and root were repaired and another 19mm valve was implanted. As reported, the patient came off bypass very well, contractility of the heart was good, extra blood and thrombocytes were given. Patient did well and left for ICU. The patient was discharged on # pod 7.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.